Event description:
An international distributor contacted dexcom technical support on (B)(6) 2014, on behalf of a patient, to report that the patient was unable to locate the sensor wire upon removal; which the patient experienced on (B)(6) 2014. Patient used a sensor which had expired prior to use. The device is not indicated for use after expiration. At the time of the call to dexcom technical support, no medical intervention or injuries were reported